Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The actual device was visually inspected. Results: our records indicate that this is the only complaint received for this type of fault for the given lot number. The expiratory tubing had a split approximately 5 mm along the moulding line of one of the ridges of the expiratory tube. The device was out of specification. Though we believe the malfunction occurred sometime after the device was despatched. The tubes are tested for leaks prior to being packed and despatched. Conclusions: the device was out of specification. This was an unusual event.

Event description:
Reporter reported that when the hospital staff were setting up the rt105 breathing circuit to a ventilator, they found that air leaked from the expiratory tube, that allegedly had a crack.